Event description:
It was reported that clopidogrel was discontinued during hospital admission and was restarted following discharge from hospital. Patient was also treated with antibiotics.

Event description:
An endeavor sprint rx stent was implanted in the lcx. Approximately 6 months post the index procedure the patient was hospitalized due to a gi bleed. The patient received a transfusion and recovered with treatment. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (blood loss). (B)(4).